Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's relative further reported that a lead was "faulty" and that their "heart rate is going from mid 30s to mid 70s" and the patient "is really depressed."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further confirmed that the lead was fractured and that the device was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead warning. The lead had high thresholds and high impedance. In addition, oversensing was noted when the patient performed muscle movements. A fracture was suspected. The parameters on the lead were reprogrammed and a lead replacement is planned. The lead currently remains in use. No patient complications have been reported as a result of this event.